Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cell. It was further reported that the nurse call cable connectors and phone jack plug were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.